Manufacturer narrative:
Date sent to FDA: 09/24/2004. (B)(4). Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a thermal ablation procedure was performed and at the end of the procedure, it was noted that there was a straight-line 'mark' on the posterior vaginal wall. This mark showed some 'damage tissue' but it was unclear as to if it was a burn mark or not. The surgeon cannot be sure that the mark was not caused by another instrument, e. G., tenaculum or speculum, prior to the procedure. The surgeon indicated that during the treatment cycle the speculum was not in place in the vagina.